Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h10: the returned exalt model d scope was analyzed, passed all tests performed, and exhibited normal device characteristics. An image test was conducted by connecting the umbilicus to a monitor. The scope was plugged into the monitor and a live, clear image was displayed. The image was stable for several minutes throughout device manipulation. The device was articulated using the handle knob and no change to the live image was observed. Tension was applied to the umbilicus connector, and it remained firmly seated in the monitor, and no change to the live image was observed. The reported event of loss of visualization was not confirmed. However, the customer provided a picture where it was able to observe the sud error on the screen. With all the available information boston scientific concludes that the reported event was unable to be confirmed, as loss of visualization was not replicated during analysis. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used on an endoscopic retrograde cholangiopancreatography (ercp) used to treat stone disease performed on (B)(6) 2024. During the procedure, the scope image disappeared late into the case during stent deployment. The scope was unplugged and reconnected, the controller was turned off and rebooted. The procedure was successfully completed using a reusable scope. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used on an endoscopic retrograde cholangiopancreatography (ercp) used to treat stone disease performed on (B)(6) 2024. During the procedure, the scope image disappeared late into the case during stent deployment. The scope was unplugged and reconnected, the controller was turned off and rebooted. The procedure was successfully completed using a reusable scope. There have been no patient complications reported as a result of this event.